Manufacturer narrative:
This report is submitted on may 28, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported).